Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, cracked case at the display window corners, broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for a compromised force sensor system.

Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was dropped two days prior to receiving the error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.